Event description:
It was later reported that the patient had no other surgeries other than the initial implant in 2007 and then this catheter revision.

Event description:
It was reported that the patient developed a seroma at the spinal incision. He started developing the fluid filled pocket near the anchor site following his last surgery; however, the specific details for the surgery were not provided. It was noted that the patient was also experiencing headaches. He continued to have the fluid filled pocket and headaches after several blood patches. A procedure was performed and it was found that the distal segment of the catheter was broken/fractured at the anchor site, so cerebrospinal fluid (csf) was leaking back into the spine incision. The catheter was explanted and replaced; the product issue was considered resolved. At the time of report, the patient¿s status was reported as there being no injury. Following the revision, the headaches improved and the patient was, reportedly, doing better. The device system had been used to deliver lioresal. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n115301008, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the reason for the procedure, the patient had was due to the recurrent spinal headache due to a cerebrospinal fluid (csf) leak. Two blood patches had been performed. In terms of how the patient was now doing, it was noted they had recovered without permanent impairment. No further information was provided.